Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule was returned and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, the customer called to report a failure to attach. There was no harm to the patient or user and a repeat procedure was not necessary. No medical intervention required. An endoscopy was performed prior to the procedure and the esophagus appeared normal. There was nothing unusual about the patient or the procedure that led to the event. The user has been performing bravo for ten years and was trained by a given representative. During procedure pressure read 550mmhg. No lubricant was used to facilitate capsule placement. The device is expected to be returned for evaluation.